Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high, low and erratic blood glucose test results. The customer is concerned with test results obtained of 344, 250, 274, 241 and 57 mg/dl. The customer¿s expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 357 mg/dl and 318 mg/dl using meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 12/31/2020 and open vial date is 10/01/2019. The meter memory was reviewed for previous test result history: (B)(6). The date/time was not set; customer stated readings were obtained in the morning.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of (B)(6)2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of (B)(6)2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".